Event description:
Patient experienced post operative wound dehiscence, post hallux varus correction procedure using an orthadapt bioimplant. The bioimplant was subsequently removed.

Manufacturer narrative:
The orthadapt was used in a hallux varus procedure where the bioimplant was used in interpositional arthroplasty. This is an off label procedure. As noted by the surgeon, the graft was not fixated securely to the surrounding tissue. Based on the available information, the root cause cannot be determined; however, the off label use and the fixation failure of the graft are likely contributors. Neither the product or the product lot number were provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.